Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The technical services (ts) performed troubleshooting options, discussed suspected causes and recommended a x ray. The x ray was performed, and it revealed that the electrode was not fully inserted on the header. The s-ICD was reprogrammed, the patient will be in continue monitoring and the system remains in service. No adverse patient effects were reported.